Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, the assignable root cause could not be established. A device history review was performed and no non-conformances were detected related to the reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device was frozen/will not move, seized bearing, moving parts did not move smoothly and did not function. It was further determined that the device failed pretest for check for free movement and check the oscillation frequency. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.